Event description:
Customer experiencing discrepant calcium results since 2008. On the following month, three patient samples generated a > 15 mg/dl difference between initial and repeat testing. Exact number of patient samples and specific patient data was not provided. No erroneous results reported. The field service representative determined the cause to be multiple workstations out of adjustment and worn rotor motor. Replaced rotor belt and rotor motor and adjusted light barrier. Performance tests were performed and within specifications.